Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and discovered that the troponin result of 0.044 ng/ml had been obtained on a different patient sample. The result of 0.044 ng/ml was obtained on sample ID (B)(6), and the sample ID corresponding to the higher results was (B)(6). The instrument had provided the correct results for both of the patient samples, but the sample ID with the low result was misread by the operator and reported for sample ID (B)(6). The cause of the discordant, falsely low troponin result for sample (B)(6) was user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low troponin result was obtained on one patient sample on a dimension vista 1500 instrument. The sample had been run and the initial result was high, but the rerun result was lower. The lower result was reported to the physician(s). The sample was then rerun in duplicate on an alternate instrument and both results were high. The sample was repeated in duplicate a second time on the alternate instrument and run in duplicate on the same instrument and all results were high. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin result.